Event description:
The pt was implanted with the manufacturer's clinical trial lvad. It was reported by the vad coordinator that while the pt was traveling, he attempted to tether to the power base unit (pbu) and he experienced a decrease in pump power to 7000 rpms and immediately received low voltage, low flow, and red heart alarms. This would not occur when the pt was connected to battery power. The pt went to the nearest implanting center and the pbu cable was exchanged, which appeared to have resolved the issue; however, the pt reported to have received the same alarms and decrease in pump power later that same evening. It was recommended that the pt take a flight home instead of driving back, due to the long distance. The system controller was also exchanged and no further alarms were noted.

Manufacturer narrative:
The pt remains on lvad support. The power base unit (pbu) was returned to the manufacturer for evaluation, and the reported event was confirmed. The unit's output voltage dropped while on the pbu backup battery only (not when connected to ac power which is the normal operating mode). Further analysis discovered a blown etch on the isolator pcb. The pcb was replaced, and the unit was functionally tested and found to pass all tests. The exact cause of the blown etch on the pcb could not be determined. No further information is available. The manufacturer is closing its file on this event.